Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx27 implanted in mitral position was explanted from a 54 year old patient due to degeneration leading to stenosis and mild regurgitation after an implant duration of six (6) years and eleven (11) months. Surgical approach was full sternotomy and atrial septic defect (asd) was performed concomitantly. As reported, patient presented with shortness of breath at admission (nyha class iii). A 27mm mitris resilia valve was implanted in replacement.

Manufacturer narrative:
Retraction. This event (manufacturer ref (B)(4), reported under medwatch # 35355, was found to be a duplicate of manufacturer ref (B)(4) reported under medwatch # 35104. Therefore, information on this event will be reported under 2023-17493-01 (medwatch # 35104). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.